Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient was not able to wear the cannula. When the patient coughed hard, the device was able to "blow out". The patient changed tracheostomy devices once a week.